Event description:
Device 1 of 4 . Reference MFR report: 1627487-2015-01484, 1627487-2015-01485 & 1627487-2015-01486. Follow-up identified the patient is still on antibiotics and the patient's infection is improving.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-01484, 1627487-2015-01485 & 1627487-2015-01486. Additional information received identified the patient's infection had resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-01484, 1627487-2015-01485 & 1627487-2015-01486. It was reported the patient had his scs system explanted due to infection at the lead and ipg implant sites. The patient contacted the hospital during the weekend of (B)(6) 2015 reporting drainage at the lead implant site. Antibiotics were applied to the patient's infected areas during the procedure and the patient was given oral antibiotics following the procedure. The patient was reportedly in stable condition following the procedure.